Event description:
During an orif, opening wedge osteotomy p tibia procedure: surgeon was drilling with drill bit and the tip broke off. The tip remains implanted in the patient. Surgeon noted he may have encountered another screw as he was drilling. Surgeon selected another drill bit and completed the procedure. Tip of drill bit not retrieved and remains in the patient.

Event description:
Surgeon reports patient suffered varus tibial malunion and underwent a proximal valgus tibial osteotomy. Autogenus and allograft bone graft was used.

Manufacturer narrative:
Manufacturing engineer evaluated the device and the report indicates the main portion of the 324.214 drill bit was received. The tip that broke off was not supplied. Roughly 1cm of the drill tip is missing. The remaining flutes are twisted. The shaft diameter has been checked and meets the specifications. The DHR review shows that the correct material and manufacturing procedure was used. Product development engineer evaluated the device and the report indicates the damage to the received part where the flutes look like they are untwisting is consistent with a drill hitting an object. Where the tip stops turning and torque/momentum of the bit will cause the flutes to unwind ultimately breaking the drill bit. As to how another screw was in the way when drilling cannot be ascertained because details of the case (ie. What type of plate(s) were used, were independent screws used etc.) Were not provided. The damage is indicative of a sudden stop to the drill bit, but not knowing how other screws or plates were utilized within the procedure still leaves user technique in question. The design risk assessment was reviewed and found to be adequate for the intended use. A review of the device history records has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Without a lot number, the device history records could not be reviewed. The device was returned and the investigation is ongoing.